Manufacturer narrative:
The investigation has been completed. Effect to the customer cannot be confirmed through log review or duplication testing; however, functional testing was performed and the alleged issue was verified, and a different issue was found. Initial states, "pump was partially". Should have stated: customer was unsure of the cause for elevated blood glucose, but the pump was a "bit melted" and customer believed that insulin became heated in the pump and degraded.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 600 (mg/dl) and diabetic ketoacidosis. Reportedly, the pump was partially and the insulin was possibly heated as a result. A bolus was delivered prior to hospitalization to address bg levels. While hospitalized, the customer was treated with intravenous insulin and fluids and released (B)(6) 2016.